Event description:
Same case as MFR#: 2134265-2010-04338. It was reported that during a stenting treatment procedure, vessel perforation and patient complications occurred. The 80% stenosed target lesion was located in the heavily calcified left anterior descending (lad) artery. Direct stenting was attempted with a 4.0x12mm taxus liberte stent delivery system (sds) but it did not cross the lesion. A 3.0x6mm flextome cutting balloon was advanced and inflated to 8atms/8sec. The physician re-advanced the same 4.0x12 taxus liberte sds and it still did not cross the lesion. The 3.0x6mm flextome cutting balloon was re-advanced and inflated to 8atms/6sec. The same 4.0x12mm taxus liberte sds was successfully advanced to the lesion and the stent was deployed at 16atms/21sec. After deployment, fluoroscopy showed a vessel perforation distal to the stent. The patient developed cardiac tamponade and went into cardiac arrest. CPR and a dopamine drip were initiated and the patient was intubated. A non-bsc stent was advanced but could not cross the lesion. A taxus liberte 3.5x16mm was deployed distal to the perforation, overlapping the 4.0x12mm taxus stent. Next, a 4.0x12mm non-bsc stent was used to treat the perforation. The patient stabilized and was taken to surgery for a pericardial window to remove the fluid accumulation. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer- it was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).